Event description:
Alleged the head up function is not working.

Manufacturer narrative:
The facility found the slider pivots and head sensor linkages were broken and the cylinder rod was bent. The head section was not dislodged from the track. The facility replaced the cylinder, slide extrusions and sensor link to repair the bed.